Event description:
Scimed choice guidewire broke off in 1st omb coronary artery. Artery was perforated resulting in need for emergent open chest / open heart surgery and removal of guidewire. MFR # 6000130-2004-00029.